Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump¿s black box showed cs162 warnings that were associated with an empty cartridge. There was no evidence of loss of prime observed. During testing, the rewind, load and prime sequence were successfully completed with no cs 162 warnings occurring. The pump was exercised for 24 hours with no of loss of prime warnings. The piston was unable to recognize the cartridge upon the first ¿load¿ attempt. The force sensor calibration reading was not able to be taken. The force sensor resistance was found to be out of specification. A load step malfunction occurred during testing. The pump¿s cover was removed and there was contamination found on components of the force sensor. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.